Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the 3 ml syringe luer-lok tip w/tip shield bulk non-sterile has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: we have had to reject the entire batch 8168593 (3ml) for mis-aligned graduations.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 3 ml syringe luer-lok tip w/tip shield bulk non-sterile has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: we have had to reject the entire batch 8168593 (3ml) for mis-aligned graduations.